Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the alarm and had home patient (hp) close clamps then cycle power to clear both system error 2240 and system error 2367. The tsr advised to discard supplies and finish with manual supplies or start over with new ones. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by ending therapy that night, however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown; therefore, a batch review will not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The root cause of the complaint was not determined. Label review was not performed no user error was suspected. An individual trend review was not performed. Renal qe, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take action as appropriate.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).